Manufacturer narrative:
Continuation of medical devices: product ID 4968-25 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads triggered lead warnings for low impedance and insulation issues were suspected. In addition, the leads showed noise and oversensing. The leads remain in use. No patient complications have been reported as a result of this event.